Event description:
During a code, the defibrillator malfunctioned during a code. Per staff, the defibrillator was operating normally during the checks on the previous shift. When the code was called, the defibrillator was unplugged and taken to the room. The rn turned on the machine which flashed info on the screen then shut itself down. She tried again with the same result. Thinking it was the battery, the defibrillator was plugged in and it was tried twice more with the same result. Another defibrillator was obtained. The defibrillator in question was given to biomedical staff. They could not replicate the problem, and it did not appear to be user error. It was sent back to the manufacturer.